Event description:
It was reported that the rx vision stent was implanted at 14 atm, without prior dilatation. Thrombus occurred and treatment was required. Then after post dilatation, thrombus occurred again requiring additional treatment. Flow was recovered and the procedure was completed. No additional info was available.